Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient claimed the ins is non-functional, and hadn't functioned in 1.5 years. The reason for the call was to ask if the caller could do an MRI. Technical services reviewed MRI considerations. No symptoms were reported.